Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging an intermittent power issue with the pump. The patient indicated that her blood glucose (bg) level reached "345 mg/dl" with a symptom of nausea as a result of the alleged issue. She admitted that the pump was exposed to water on (B)(6) 2012. However, she denied that there was any water in the battery compartment. The patient admitted also that the keypad started peeling approx 1 month earlier. She claimed that the buttons were responding fine until she was pushed into a pool on (B)(6) 2012, and now the pump was not responding at all to button presses. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4):the pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. Additional testing could not be completed due to keypad damage.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.